Manufacturer narrative:
The device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. The cause for the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pulmonary vein ablation procedure, the patient became hypotensive and an ultrasound revealed an pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The physician indicated the perforation occurred with the ablation catheter.